Event description:
Customer reported the b button on the insulin pump was not responding. Customer was trying to enter carbohydrates when alarm occurred. Customer's blood glucose was 125 mg/dl. Customer states the device was dropped prior to issues but has no physical damage. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump was received with all buttons functioning properly and no damage to the keypad assembly was observed. However, visual inspection showed that the keypad connector was unlocked. Damages to the display window, reservoir tube lip, lcd window, reservoir tube window and battery tube threads also noted.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.